Manufacturer narrative:
The suspect device was returned for evaluation. The lot and part number of the guidewire could not be confirmed as it did not return in the original packaging. On visual inspection, considerable damage is seen which suggests excessive force may have been used when the guidewire became stuck; however, no evidence of tissue stuck to the tip of the wire was found. Root cause is unknown. No lot number was provided, so device history record and complaint database reviews were not able to be performed.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that the wire became stuck to the tissue in one vein. Physician was able to remove guidewire, a chunk of tissue was stuck to the tip.